Event description:
Same case as MDR ID: 2134265-2015-01306 and 2134265-2015-01304. Reportable based on analysis completed on (B)(4) 2015. It was reported that resistance was encountered. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified distal right coronary artery (rca). A non-bsc guide catheter was engaged in the vessel followed by a 145, 5-in-6 guidezilla¿ guide extension catheter. Subsequently, a 3.50 x 28mm promus premier¿ stent was advanced onto the 145, 5-in-6 guidezilla¿ guide extension catheter, however, resistance was encountered. Upon removal it was noted that the stent struts were disfigured, lifted, and coming off the catheter. The device was exchanged with a 3.00 x 28mm promus premier¿ stent which also encountered resistance during advancing onto the 145, 5-in-6 guidezilla¿ guide extension catheter. As a result, the 3.00 x 28mm promus premier¿ stent struts were also disfigured, lifted and coming off the catheter. The physician then removed the 145, 5-in-6 guidezilla¿ guide extension catheter from the patient and utilized a new guidezilla¿ guide extension catheter. The procedure was successfully completed with implantation of another 3.00 x 28mm promus premier¿ stent. No patient complications were reported and patient¿s status was stable. However, returned device analysis revealed shaft break.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter. Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft and hypotube. The inner diameter (ID) of the guidezilla was measured and was within specifications. A .057¿ tooling qualified mandrel was inserted through the tip with no resistance. Microscopic examination presented separation of the collar/proximal shaft weld. Microscopic examination presented no damage or irregularities in the tip. A promus element plus sds was used for functional testing. The promus element plus was advanced through the collar and advanced through the shaft with no resistance. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).